Event description:
It was discovered during the six week post-operative evaluation that there had been an anterior subsidence and migration of the inferior screw towards the posterior wall. The patient is experiencing neck pain and is being monitored on a weekly basis to make sure there is no further progression of subsidence and migration of the screw towards the spinal canal.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Intraoperative and post-operative lateral fluoroscopy images were available, however anterior-posterior fluoroscopy images were not provided. It was observed six weeks post-operatively that the construct had experienced anterior subsidence. Both screws appear to be locked to the spacer. The exact cause of the reported issue cannot be determined.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. Intraoperative and post-operative lateral fluoroscopy images were available, however anterior-posterior fluoroscopy images were not provided. It was observed six weeks post-operatively that the construct had experienced anterior subsidence. Both screws appear to be locked to the spacer. The exact cause of the reported issue cannot be determined.

Event description:
It was discovered during the six week post-operative evaluation that there had been an anterior subsidence and migration of the inferior screw towards the posterior wall. The patient is experiencing neck pain and is being monitored on a weekly basis to make sure there is no further progression of subsidence and migration of the screw towards the spinal canal.